Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, guided by technical support, removed the cartridge and administered a bolus, which completed successfully. Unable to reload the original cartridge, the customer, with assistance, loaded a new cartridge correctly and resumed insulin therapy, resolving the issue.